Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-58151-1 with incorrect sections b1, h1, h6 (health impact code). Please disregard the mentioned sections. The section h10 was incorrect in the previous report. It should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information experience nasal throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience nasal throat irritation or soreness from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information experience nasal throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During internal investigation found an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box, and blower seal. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address any symptoms and cannot confirm the complaint of particles in the airway.